Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/28/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found records of the reported call service alarms. The pump powered up using the returned battery cap with the appropriate audible and vibratory features. A rewind/load/prime sequence was executed multiple times and the reported call service alarm was not duplicated. The electrical current draws were within specifications. The pump casing was opened and no internal issues were found. The investigation verified the reported call service alarm issue in the black box but was unable to duplicate the issue. Unrelated to the reported power issue, the verify screen was dim and discolored and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the patient was having issue with the battery life of the pump. In a subsequent call, patient indicated that batteries had to be changed almost daily. Review of alarm history showed multiple low battery warnings within a few days since the initial call to animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.